Event description:
It was reported that the left ventricular lead was attempted to be implanted, had positioning difficulty due to patient anatomy, and was explanted. Another lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.